Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the infusion device delivered more insulin than it should have. On (B)(6) 2021 at 1:00 am the patient had a convulsion. The patient was treated with honey and sugar and his blood glucose after measured 41 mg/dl. Later in the day, the patient's physician noticed 2 manual boluses of 25 units and 10 units in the history of the infusion device. The mother stated the patient hadn't eaten anything or performed any manual boluses.